Event description:
It was reported that during an attempt to place the stent graft, the tip of the catheter fell off. They were able to remove the deployment system and complete the procedure using another one. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unknown.